Event description:
After loading staples into stapler, the load jammed in the stapler handle and would not come out or move. Another handpiece and staple load were opened to complete the procedure without additional difficulty. Manufacturer response for universal stapler, endo gia ultra (per site reporter): manufacturer provided rga# and shipping container for return evaluation. Manufacturer response for articulating reload, endo gia articulating reload with tri-staple technology (per site reporter): manufacturer provided rga# and shipping container for product return evaluation.